Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the monitor was found to be not turning on and would not compete the boot up process. There was no patient involvement on this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. The device was not returned to olympus for evaluation therefore a definitive root cause could not be determined. Probable root causes could be due to: malfunction power supply board . Malfunction of the image processing board. Device was manufactured on may 22, 2014. Since 6 years and 3 months have passed since the manufacture of the device it is considered to be failures due to aging deterioration. Olympus will continue to monitor complaints for this device.